Manufacturer narrative:
Considering what the customer stated co thought there might be a problem with the impedance circuit. Co checked the impedance circuit using various temperatures to try getting it to fail and found nothing wrong. After co had tested the impedance circuit co ran it through the normal testing procdure. The device passed. Co also tried getting the electordes back and the customer had already destroyed them. Co could not reproduce the problem.

Event description:
Sunday the customer went to a rescue and placed the electrodes on the pt. The AED stated "place electrodes." The customer placed a new set of electrodes on the pt and the AED stated "place electrodes" again. The customer wants the AED evaluated.